Event description:
Information was received regarding a cadd cassette reservoir. It was reported the patient had two no disposable alarms; then when the patient came in there was some fluid still in the cassette but there was air in the line. It is unknown if there was a patient, or clinician injury associated with this occurrence. No further details provided at this time.